Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: short of breath, throwing up, dry cotton mouth. A patient reported they were seen in ER and stayed for a whole week. Their meter allegedly will not work, the test strip holder will not stay in place. Unable to test on the meter. The result on the ER meter was almost 500. There was no comparison between patient's meter and ER meter. Treatment was IV glucose and other unknown treatment to bring sugar down. Customer states that this happened about a year ago. No further information has been reported.